Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: a2 (dob), b5, b7, d4, g4, h4, h5, h6 (clinical, impact and medical device problem codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2a, d2b, d10, g1.

Event description:
In addition to what previously alleged, after review of medical records, the patient was revised due to failed left hip replacement with metallosis. Upon entering the deep joint by excising some of the anterior capsule, the typical creamy yellowish type fluid was encountered. Pseudotumor has been diagnosed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter is lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle litigation record received. Litigation alleges pain, injuries, suffering and emotional distress. The patient had a removal and replacement of the head and liner product. Plaintiff is seeking compensation for all the damages. Doi: (B)(6) 2010; dor: (B)(6) 2019; left hip.